Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 03/1272014, to report the purely yours breast pump she uses does not power on using the ac adapter or 6 aa batteries in the battery compartment. Customer returned this pump to ameda, inc. For investigation. Pump base was received by the laboratory on 04/03/2014. On 04/10/2014, investigation was conducted on the pump. Black residue was found in the battery compartment and grey substance on the batteries. Customer had no knowledge of this black residue in the battery compartment, so no injury or burn occurred.

Manufacturer narrative:
It was visually confirmed that a gray substance resembling battery acid was present on the battery compartment area. Two of the returned batteries had grey substance present on their exterior. No battery leakage was observed inside of the returned breast pump. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed. The observation of two of the returned batteries with gray substance present on the exterior is an indicator of such an event.